Event description:
Device 2 of 2. Reference MFR. Report: (B)(4). It was reported the pt was not receiving stimulation in her left side pain pattern. X-rays identified the left scs lead had migrated. Additionally, lead diagnostics showed invalid impedance values for the scs lead. It was also reported the pt had been vomiting prior to the change in stimulation. Follow-up identified the scs lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.